Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) novum iq large volume pumps had flow issues during use. After setting up and starting an infusion, the pump indicated that the infusion was in progress and drops were visible in the chamber. However, when the pump signaled that the infusion was complete, the intravenous fluid (ivf) was still found to be completely full. When the first instance occurred, the pump was completely reset and restarted. At that time there were no drips falling in the chamber; however, the pump continued to count down the infusion as if it were administering the medication. The pump was replaced to resolve the issue. The second occurrence happened with a different medication on a different pump; after completely resetting the pump (including removing/replacing the IV tubing), the pump infused properly. The medications were being infused as primary infusions during both occurrences. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.